Manufacturer narrative:
We have requested the product back from the consumer but have not received to date. Device not returned to manufacturer.

Event description:
The consumer alleges that battery compartment in the device has melted. The consumers granddaughter's hand was slightly burned.